Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented to clinic after receiving inappropriate therapy and a patient alert. Upon investigation, it was noted that the hv lead impedance was varying from low to out of range, high it was not known whether the problem was with the lead or a connection issue with the ICD, although the setscrews were checked and found to be tight. Therefore, the lead and ICD were explanted. Patient condition was good after procedure and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.